Event description:
Ventilator alarmed - facility noticed the patient in distress volume down to almost nothing. Facility tried to pull water out of the cuff, no water there. Facility took the tube out and replaced with a back-up. Then tested the cuff of the tube taken out. Water streamed out a hole.